Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux the cabinet was not syncing and displayed an error message indicating that the drawers were offline. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A technical support specialist (tss) remoted into the cabinet, uploaded the firewall rules, restarted the medbank application and the customer was able to login and issue meds to the patient. The system functioned as intended after the technical support specialist troubleshot the device.